Manufacturer narrative:
Device has not been received for evaluation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Correction: it was reported in initial MDR that product was available for evaluation; however, it has not been received. Additional information: a review of the manufacturing record for the patient interface (pi) intralase procedure pack was conducted. A review of the manufacturing process and/or the materials in our change control system shows that no changes were implemented with this lot or close to the date when this lot was manufactured. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss. It was reported that procedure was not completed. Patient did not require surgical intervention.